Event description:
It was reported that customer experienced a blood glucose level of 25-26 mg/dl which resulted in them being hospitalized. Reportedly, pump was operating as intended and sounded low blood glucose (bg) alerts, but customer did not hear them. Despite multiple attempts, no further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.